Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision surgery with two 275cc mentor smooth round moderate profile saline breast implants experienced bilateral deflation post procedure. As a result, patient underwent bilateral removal and replacement with a 300cc mentor memorygel breast implant on left and 325cc mentor memorygel breast implant on the right on (B)(6)2020. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 3/26/2020. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation on the implant. During visual evaluation of the sample it was noticed an area of missing material in the anterior view, measuring approximately 0.5 cm x 0.5 cm, causing a deflation. Microscopic examination of the edges of the deflation revealed parallel striations consistent with a tear with a sharp object. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in a deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was discovered that the initial report had an incorrect value in g4 date received by manufacturer. The information preceding the initial report was received on (B)(6) 2020, and the initial report was not late. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/25/2020, it was erroneously omitted to report the device was received on 1/13/2020 in initial report. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number:(B)(4).